Event description:
The customer stated that she smelled insulin in her pump reservoir compartment. After troubleshooting, customer found that the pump was leaking past both o-rings. Customer's blood glucose levels were 215 mg/dl at the time of call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.